Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the case the one seal ripped. A portion of the seal completely ripped off. 09/29/1998 another one seal was used to complete the case. There was no consequence to the patient.